Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the forceps elevator knob had a crack. In addition to the foreign object found in the nozzle, the evaluation findings were as follows: due to damage on the "up/down" knob, water tightness was lost, the plastic distal end cover had a scratch, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the adhesive around the objective lens was peeled, the forceps elevator lever had a scratch, the "up/down" knob had a scratch, the scope connector cover unit had a scratch, the switch box had a scratch, switch #4 had wear, switch #1 had a scratch, the scope connector had a scratch, the scope connector was dirty due to water leakage, due to clogging of the nozzle, water removal ability did not meet standard value, the adhesive on the bending section cover had a chip, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, due to wear of the angle wire, bending angle in the "up" direction was out of standard value, due to the adhesive peeling on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of switch #4, water tightness was lost, the connecting tube had discoloration and a scratch, the scope cover had a scratch, the protector of the universal cord on the control section side had a scratch, the scope cover plate was detached, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the "right/left" knob had a scratch, the universal cord had a wrinkle and scratch, the grip had a scratch, and the control unit had discoloration and a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a damaged angle knob. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object was found in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.